Event description:
It is reported that a customer experienced low blood glucose of 35 mg/dl. The customer was treated for the low blood glucose with a glucose tablet and juice. The customer's father was informed that there could be many reasons for low blood glucose. The father was assisted with removing the reservoir and rewinding the customer's insulin pump. The customer's insulin pump started working as designed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.